Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in a procedure performed on (B)(6) 2021. During the procedure, the balloon broke inside the patient and was retrieved using another device. The procedure was completed with another cre pro wireguided dilatation balloon. There were no reported patient complications as a result of this event.